Event description:
Reporter noted vacuum goes above present limit in polish mode and aspirates some of the capsule. Had to perform several vitrectomies in last couple of weeks. No specific number of pts identified; no additional details provided.